Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience a sound abatement foam became degraded and patient to develop an unspecified respiratory issue. The patient did receive medical intervention and reported to be hospitalized. And its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as patient has been hospitalized due to breathing and respiratory issues. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section d4 & h4 updated.

Manufacturer narrative:
The following correction has been updated in this report: in the previous report, section b1 was marked adverse event and product problem incorrectly, which has been corrected to reflect the product problem. In the previous report, section b2 was marked hospitalization (initial or prolonged), which has been unmarked to reflect the product problem. In the previous report, section h1 was marked serious injury, which has been corrected to reflect malfunction. Section h6 health effect - impact code has also been updated to reflect the product problem. Section d1 brand name and g4 premarket identification were updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified respiratory issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.